Event description:
Caller reported an alarm 2 followed by alarm 26 related to their infusion system. There was no adverse impact to the customer's blood glucose level, as readings did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. It's noted that the customer had experienced more than one previous occlusion event and took similar actions to resolve them. Additional follow-up for assistance was requested.